Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that no investigation was required from the technical support specialist (tss). The fse advised the tss to close the case and no resolution was provided regarding the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie had failed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this incident.